Manufacturer narrative:
On october 9, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, following information has been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant". - field d4 for catalog number has been updated to "3544450". - field d4 for lot number has been updated to "6773691". - field d4 for unique identifier( UDI) has been updated to (B)(4). D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On october 9, 2025, mentor became aware that mistakenly under event description stated "(B)(6) 2025" instead of "(B)(6) 2025". The date was reported correctly under fields d6b. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and right side breast implant rupture was found during bilateral replacement surgery with catalog number 3545700; serial number (B)(6) on the right side and with unknown gel device on (B)(6)2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 15, 2025, device evaluation was completed as follows: mentor conducted visual inspection and microscopic examination of the returned device. Visual inspection of the returned device determined that four (4) tears were observed on the breast implant, measuring approximately 2.8 cm tear (a), 2.5 cm tear (b) on the anterior view, 2.2 cm tear (c) and 0.8 cm tear (d) on the posterior view. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).